Manufacturer narrative:
Device evaluation completed on january 18, 2025: upon visual evaluation of the image provided in the complaint, the implant was observed deflated. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation and ptosis. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer¿s reference number: (B)(4).

Event description:
A female patient who underwent primary breast augmentation with an unknown mentor saline prosthesis experienced left-sided deflation and ptosis postoperative, which was diagnosed through physical examination. As a result of these complications, the patient underwent bilateral capsulotomy, left-sided mastopexy, and bilateral prosthesis replacements on (B)(6) 2024. The left implant was identified as (B)(6) with serial number (B)(6), and the right implant was identified as (B)(6) with serial number (B)(6).

Manufacturer narrative:
The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Based on additional information received on january 9, 2025, the following updates were made: the implant profile was revised from "unk saline implants textured" to "3542645 lot 191598," the date of implantation was updated from (B)(6) 2001, to (B)(6) 2002, the phenomenon previously recorded as "pc anisomastia" has been replaced with "pc capsular contracture," and two associated products were added, specifically the left prosthesis shpb480 with serial number (B)(6) and the right prosthesis shpb480 with serial number (B)(6). Manufacturer¿s reference number: (B)(4).